Event description:
24feb2023 sid (B)(6)

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Labeling was reviewed and found to adequately address the issue. A review of tracking and trending did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the architect ca 19-9xr assay using worldwide data. Review shows that the median patient result for lot 42013fp00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 42013fp00. Device history record review on lot 42013fp00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr assay for lot number 42013fp00 was identified. Completed information for section a1 patient identification: sids (B)(6), 02217063 all available patient information was included. Additional patient details are not available.corrected information in section a1,b5 - sid for repeat results on 24feb2023

Event description:
The customer observed falsely elevated architect ca 19-9xr generated on the architect i1000sr processing module. Female patient diagnosed with pulmonary nodules and had a series of tumor markers. Results provided: (B)(6) 2023 sid (B)(6) result = 71.34 u/ml.(B)(6) 2023 repeat results = 4.07 u/ml and 4.9 u/ml. Other lab with different instrumentation result = 11.6 u/ml normal .no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.